Event description:
Reported her meter not matching lab results. Analysis run on clark error grid using lab reading (70) as reference point vs. Bd readings (98) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.